Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had hairline fractures from which betadine was leaking. The damage to the minicap was of an unknown origin. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufactured date: 08/21/2015 to 08/26/2015. The device was received for sample evaluation. Visual inspection with the naked eye and magnification identified a crack in the cap. The damage was observed at the thread stop of each unit. The units were underwater pressure tested and revealed leaks through the cracks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be due to use error of overtightening the cap onto the transfer set. Use errors and proper user instructions are addressed in directional insert accompanying the product. The insert instructs the user to avoid over-tightening the minicap disconnect cap. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.